Event description:
It was reported that the device has case damage and double beeps with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact. There was no evidence of the reported failure in the event log. A visual inspection and functional test were performed, and the reported failure of double beeping was not replicated. The damaged case was confirmed. One possible, but unconfirmed, problem source of the double beeping was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. The root cause of the event can be attributed to the user. The downstream occlusion sensor and cracked housing will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.